Manufacturer narrative:
Date of event: the event date was not reported. The first day of the month of the aware date was used as an estimate.

Event description:
It was reported that the sheathing aids were difficult to withdrawal, valve embolization and malposition occurred. The native aortic annulus was 25.6mm in diameter with moderate to severe calcification. A 15f isleeve introducer sheath was inserted. Upon insertion of the 27mm lotus edge valve system there were high insertion forces through the 15f isleeve introducer sheath. Advancing of the lotus edge valve system was successful. Crossing of the annulus was successful. The lotus edge valve exhibited asymmetrical unsheathing; several partial resheaths were conducted in an attempt to remedy. The asymmetrical unsheathing was fixed by opening of the valve closer to the locking position. The next attempt to position the valve was successful with no asymmetrical unsheathing. The valve was successfully locked and the position was evaluated. On angio the position was high on the left coronary cusp (lcc) side at the annulus. On the non coronary cusp (ncc) side the frame was at or just below the annulus. No paravalvular leakage (pvl) was noted and coronary flow was good. The valve position was high. Transthoracic echocardiography (tte) was performed but the images were of poor quality so anesthesia converted the patient to general anesthesia to insert a transesophageal echocardiography (tee) probe. A lengthy discussion occurred around the tee on the position of the valve and it's anchoring. The physicians felt, according to the tee, the bottom of the braid frame was slightly lower than the annulus and that there was good functionality of the valve. There was much discussion revolving around if this anatomy was bicuspid and that due to the bicuspid nature the higher implant would be adequate. The physicians decided to do a tug test to confirm the valve was anchored adequately. A tug test was performed and the physicians were asked to perform a second one to confirm again the valve did not move. It was apparent that the tug test was pulling on the anatomy and valve but the valve was anchored in place. It was decided to go ahead and deploy the valve. Phase I of the deployment was completed without issues. Phase ii was completed and the sheathing aids were deeply woven into the frame of the lcc side. They physicians were instructed to push on the wire and slight back tension on the catheter to remove the sheathing aids. More push of the wire was advised than pulling on the catheter. The angle of the aorta was 25degrees so the sheathing aids were holding onto the valve frame very tightly and it was difficult to free the sheathing aids from the valve frame. The physicians worked on this for several minutes without success. Tension was increased on the catheter. The sheathing aids started to free up some but were not completely released. The sheathing aids pulled the valve up above the native annulus. The sheathing aids were still woven in the valve and wouldn't release. The physician attempted to drag the valve back around the arch. The valve would not track around the acute bend of the aortic arch. The sheathing aids released. A 25mm balloon was placed inside the lotus edge valve and the physician attempted to pull the valve around the arch and into the descending aorta. Several attempts were made but it was unsuccessful. A snare was inserted and a wire beyond the valve was snared. The physician tried to pull the valve back but was unsuccessful. It was then decided to convert the patient to surgery. The patient was an intermediate surgery risk. During surgery the lotus edge valve was removed and a surgical valve was implanted. The physician confirmed from the surgery that the anatomy was bicuspid and could have played a part in the difficult anchoring. The patient was stable after the surgery.

Manufacturer narrative:
B2 - outcomes attrib to adv event: updated. B2 - date of death: updated. B3 - date of event: updated. B5 - describe event or problem: updated. H1 - type of reportable event: updated. H6 - patient codes: updated.

Event description:
It was reported that the sheathing aids were difficult to withdrawal, valve embolization and malposition occurred. The native aortic annulus was 25.6mm in diameter with moderate to severe calcification. A 15f isleeve introducer sheath was inserted. Upon insertion of the 27mm lotus edge valve system there were high insertion forces through the 15f isleeve introducer sheath. Advancing of the lotus edge valve system was successful. Crossing of the annulus was successful. The lotus edge valve exhibited asymmetrical unsheathing; several partial resheaths were conducted in an attempt to remedy. The asymmetrical unsheathing was fixed by opening of the valve closer to the locking position. The next attempt to position the valve was successful with no asymmetrical unsheathing. The valve was successfully locked and the position was evaluated. On angio the position was high on the left coronary cusp (lcc) side at the annulus. On the non coronary cusp (ncc) side the frame was at or just below the annulus. No paravalvular leakage (pvl) was noted and coronary flow was good. The valve position was high. Transthoracic echocardiography (tte) was performed but the images were of poor quality so anesthesia converted the patient to general anesthesia to insert a transesophageal echocardiography (tee) probe. A lengthy discussion occurred around the tee on the position of the valve and it's anchoring. The physicians felt, according to the tee, the bottom of the braid frame was slightly lower than the annulus and that there was good functionality of the valve. There was much discussion revolving around if this anatomy was bicuspid and that due to the bicuspid nature the higher implant would be adequate. The physicians decided to do a tug test to confirm the valve was anchored adequately. A tug test was performed and the physicians were asked to perform a second one to confirm again the valve did not move. It was apparent that the tug test was pulling on the anatomy and valve but the valve was anchored in place. It was decided to go ahead and deploy the valve. Phase I of the deployment was completed without issues. Phase ii was completed and the sheathing aids were deeply woven into the frame of the lcc side. They physicians were instructed to push on the wire and slight back tension on the catheter to remove the sheathing aids. More push of the wire was advised than pulling on the catheter. The angle of the aorta was 25degrees so the sheathing aids were holding onto the valve frame very tightly and it was difficult to free the sheathing aids from the valve frame. The physicians worked on this for several minutes without success. Tension was increased on the catheter. The sheathing aids started to free up some but were not completely released. The sheathing aids pulled the valve up above the native annulus. The sheathing aids were still woven in the valve and wouldn't release. The physician attempted to drag the valve back around the arch. The valve would not track around the acute bend of the aortic arch. The sheathing aids released. A 25mm balloon was placed inside the lotus edge valve and the physician attempted to pull the valve around the arch and into the descending aorta. Several attempts were made but it was unsuccessful. A snare was inserted and a wire beyond the valve was snared. The physician tried to pull the valve back but was unsuccessful. It was then decided to convert the patient to surgery. The patient was an intermediate surgery risk. During surgery the lotus edge valve was removed and a surgical valve was implanted. The physician confirmed from the surgery that the anatomy was bicuspid and could have played a part in the difficult anchoring. The patient was stable after the surgery. It was further reported that one (1) day post procedure cerebral vascular accident occurred. Four (4) days post index procedure, atrial fibrillation occurred. Eight (8) days post index procedure, renal failure occurred. Eleven (11) days post index procedure, vascular complications occurred. Twelve (12) days post index procedure death occurred.